Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02711. It was reported, the pt experienced severe spasms throughout his body when stimulation was on. The physician stated, the pt has a history of spasms and has been on many medications to control his spasticity. The physician reported turning the system off has decreased the spasms significantly. It was reported, the pt has good pain control with his system but the spasms are intolerable. The physician advised the pt to keep his system off for a while and then she will have him turn it back on to see if the spasms return.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.